Event description:
Recanalization of an aneurysm located in the left ica. It was reported 4 pipelines and 20 axium coils were implanted. An hour later, the patient experienced massive sah. The cause of hemorrhage was suspected of distal wire perforation. Subsequently, the patient expired.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.model# and lotr# of the pipelines and axium coils used:model# lot# dom expfa-77400-20 9423381 03/21/2011 03/01/2014 fa-71500-35 fe11-004 02/02/2011 02/01/2012pc-5-15-helix 8135847 01/27/2010 01/01/2013pc-6-20-helix 8135946 01/29/2010 01/01/2013pc-7-30-helix 8183359 02/12/2010 02/01/2013pc-5-15-3d 8492733 04/26/2010 04/26/2010 pc-5-15-3d 8329379 03/16/2010 03/01/2013pc-6-20-3d 8513027 05/04/2010 05/01/2013qc-2-6-helix 9396138 01/10/2011 01/01/2014qc-4-12-helix 9383137 12/01/2010 11/01/2013qc-4-8-helix 9239866 09/10/2010 09/01/2013(B)(4)